Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect and clean various components of the pump, but was initially unable to load the cartridge. With assistance from technical support, the customer successfully filled and loaded a new cartridge, allowing them to resume insulin delivery.